Event description:
Customer performed assay on (B)(6) 2022 and noted an inordinate number of positive results. Testing on alternative methodology (thermofisher test) resulted in most of the positive samples were negative. New kit utilized on (B)(6) 2022 with a small run. Two samples was discordant from the alternative methodology results. However, customer indicated the samples in question may have been transposed (suggesting there were no discordant samples using the new kit). Customer is performing another run to confirm the transposition and evaluate additional samples to confirm original kit had been contaminated. Customer has not provided product lot information. No batch records could be reviewed for qc results.

Manufacturer narrative:
Customer performed assay on (B)(6) 2022 and noted an inordinate number of positive results. Testing on alternative methodology (thermofisher test) resulted in most of the positive samples were negative. New kit utilized on (B)(6) 022 with a small run. Two samples were discordant from the alternative methodology results. However, customer indicated the samples in question may have been transposed (suggesting there were no discordant samples using the new kit). Customer is performing another run to confirm the transposition and evaluate additional samples to confirm original kit had been contaminated. No further contact from customer after three attempts. Patient staus was not reported. No patient harm, injury or adverse health consequences were comunicated by the customer to lumiradx for the reported event.